Manufacturer narrative:
The technical support specialist (tss) addressed the reported event over the phone with the customer. The customer stated that the issue was resolved after switching from test cup lot dx1c396 to the new test cup lot dx1c398 that the tss had sent over to the customer. The aia-2000 analyzer is functioning as expected. No further action required. A 13-month complaint and service history review through aware date of event for similar complaints was performed for serial number 10607112r and prog iii test cup lot dx1c396. There were no similar complaints found during the search period. The progesterone iii (prog iii) st aia-pack analyte application manual states the following: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack progiii, the highest measurable concentration in specimens is 0.1 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 45 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 40 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Samples from patients who had an injection of fluorescein, which is used in fluorescein fundus angiography, may cause falsely elevated results. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Heterophile antibodies are known to interfere in assays of this type. St aia-pack progiii has been designed to minimize the effects of heterophile antibodies, but interference from high titers cannot be ruled out. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event could not be established.

Event description:
A customer reported out of range high quality control(qc) for progesterone (prog iii) using mas 27031 on the aia-2000 analyzer. The customer stated that the out of range shift started after changing to a new lot of test cups (lot dx1c396). The technical support specialist (tss) sent a new calibration set lot dx1c398 to further investigate, which caused a delay in reporting of patient samples for prog iii. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.